Event description:
It was reported that customer¿s existing pump had an expired warranty had a scratched screen that made values difficult to read. There was no reported impact to the customer¿s blood glucose level. Customer declined call back from technical support, and no additional information was received regarding further actions taken or resolution of request.